Event description:
The reporter contacted animas on (B)(6) 2012, alleging that the battery was hot when removed that day and was noted to have corrosion on it. The reporter stated that the battery and the battery cap had been replaced 3 days prior to contacting animas. At the time of the contact with animas, the reporter noted that there was a crack in the battery compartment. The pump has reportedly been exposed to moisture in the pool. The reporter stated that lithium batteries are used in the pump. There was no reported adverse event associated with this complaint. This complaint is being reported based on the allegation of a hot battery.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to confirm the reported issue of the pump overheating. The pump was rewound, loaded, and primed, and exercised for 24 hours with no heat issues. The battery compartment was cracked at threads and the pump failed the leak test due to this crack. No corrosion was noted in the battery compartment. The battery cap was not returned. A test cap was used to complete investigation. All current reading were within specifications. The pump was removed from the case. Power circuits were inspected and no hot spots or defects were found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.